Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had flow issues during patient infusion. The pump was programmed to infuse magnesium sulfate at the rate of 100 ml/hr within 1 hour as a primary infusion. The nurse was notified that the medication had completed; however, the medication did not fully infuse when checked. Volume was added to the pump and the medication still stopped 20 minutes early with no remaining volume to be infused (vtbi). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.